Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing during an atrial arrhythmia, resulting in the arrhythmia being falsely marked as terminated. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.